Event description:
During a varicies banding procedure, the physician used a cook endoscopy six shooter saeed multi-band ligator. The bands failed to deploy. A second device was used to complete the procedure. No foreign objects had to be retrieved from the patient. The patient did not require any additional procedures related to this occurrence. There were no adverse effects to the patient due to this occurrence. The initial information provided on 8/31/2006 did not contain a description of the occurrence and did not suggest this event met MDR reportability. A description of the occurrence was received on 9/8/2006. This medwatch report has been provided within 30 days of receiving the description of the occurrence.

Manufacturer narrative:
We are unable to confirm the report as it was described because the affected device was not returned to cook endoscopy for evaluation. After a review of the device history record for this device, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the six month complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is rare. Conclusions: we were unable to confirm the report as it was described because the affected device was not returned to cook endoscopy for evaluation. A cause for the reported observation was unable to be determined. Band deployment difficulties can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. If the handle is rotated further, curving of the endoscope can occur. The instructions for use for this product line contain the following statement."the use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Another possible contributing factor includes allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. Prior to distribution, multi-band ligators are subjected to a visual inspection to ensure device packaging integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. No corrective action warranted at this time because this report was unable to be verified. Customer quality assurance will continue to monitor for complaint trends.